Manufacturer narrative:
Pump and purge cassette was returned and inspected in the bhl. Leak reproduction testing was preformed and a leak was found between the purge cassette yellow luer and the sidearm yellow luer connection. The leak appeared to be coming from the stem of the sidearm yellow luer. The yellow luer was imaged and a crack was visualized along the mold line. The usage of sodium bicarbonate most likely contributed to the leak in the yellow luer. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp was running for 10 days when there was a purge leak at the purge side arm that prompted a purge bypass. The pump remained on for support despite this issue. The dextrose concentration was increased to assist with purge pressure and flow. It was also noted that heparin was held as the patient had a subdural hematoma at the access site and internal abdominal bleed and that the patient had a brain bleed that is indicative of a stroke while on support. The patient remained on venoarterial extracorporeal membrane oxygenation (va ECMO).